Event description:
The customer reported to olympus, the hd camera head image was only herringbone shapes. The issue was found during preparation for use. There were no reports of patient harm or involvement.

Manufacturer narrative:
The device was returned and evaluated/investigated, and the customer¿s allegation of image was only herringbone shapes was not confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. During device investigation, the reported issue could not be reproduced and the root cause could not be determined. Olympus will continue to monitor the field performance of this device.